Event description:
Device 2 of 2 (see MFR# 1627487-2010-02633). On (B)(6) 2010, the pt was implanted with an scs system. The pt has lower back and leg pain. Currently, when the pt turns on the scs system, the pain gets worse. The sjm rep said they programmed the pt on (B)(6) 2010 and the pt stated that the stimulation felt better. The pt's system will be explanted and returned for analysis. Surgery pending.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.